Event description:
Device issue: none adverse event: formation of red mural thrombi. Time of adverse event: 6 months post procedure. The following events were noted through a periodic article review. The aim of this study was to compare the coronary angioscopy for the neointimal formational pattern and incidences of thrombus formation among sirolimus-eluting, paclitaxel-eluting and bare-metal stents at the 6 months follow-up. Of the seven rx vision stents that were implanted, red mural thrombi was found in one stent. There was no additional treatment provided. Patient continued taking 100 mg aspirin. There was no adverse patient sequela during the 18 months follow-up period. No additional information was provided.

Manufacturer narrative:
(B)(4): there was no reported product deficiency. The reported patient effect of thrombosis, as listed in the instructions for use, is a known adverse event associated with coronary stenting procedures. Although, a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. Masahiko hara, md, et al (jacc: cardiovascular interventions, vol 3, no 2, 2010); "difference of neointimal formational pattern and incidence of thrombus formation among 3 kinds of stents."